Event description:
Initial estradiol > 4300 pg/ml was repeated and recovered with a result of 423.2 pg/ml. Incorrect result was not used to provide patient treatment. Field service representative performed the am/tsh performance check test but could not duplicate the problem.